Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4):based on the provided information and the outcomes of investigation, it is inferred that some pulling force exceeding the product design limit might be given to the tip due to difficult manipulation against the targeted lesion and getting stuck in the vessel, resulting in the coil stretch of the guidewire, which was misunderstood as the breakage under the cine monitoring, and so reported. The instructions for use (IFU) states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. (Breakage of guidewire).(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A prowater 300 guide wire was being advanced to the lesion; however, there was resistance with the anatomy and the guide wire could not cross the lesion. When removed from the anatomy, the guide wire core had separated at the center solder; however, the coils were still intact. The entire guide wire was removed from the anatomy. There was no resistance removing the guide wire. Another prowater guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.